Manufacturer narrative:
This report is submitted on august 22, 2018, by cochlear ltd. On behalf of cochlear americas. Registration number (B)(4). Exemption number (B)(4).

Event description:
Per the audiologist, it was reported that the patient underwent an abutment change under a general anaesthetic on (B)(6) 2018 due to aesthetic reasons.